Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reports receiving a critical pump error image on the insulin pump screen while laying down. A broken force sensor was detected during seating or regular delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify magnetic field/MRI exposure due to critical pump error. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, cracked retainer and minor scratches on lcd window.